Manufacturer narrative:
Date recv'd by MFR: 18oct2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) board to address the reported problem. The service technician also found the fan filter was missing and replaced it. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019.

Event description:
It was reported that the ventilator had a check vent: backup alarm failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 31may2020. B4: 01jun2020. A cpu(central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the piezo buzzer was failing intermittently due the insulation resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.